Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was not getting any insulin and the readings were high. There is no additional information at this time. There is no further information at this time to determine the blood glucose readings. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump¿s black box showed that the data and histories for the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump successfully completed the delivery accuracy test and was found to be delivering accurately. The complaint of an inaccurate delivery issue was unable to be duplicated. The pump information for the complaint date had been overwritten.